Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the thigh, which is off label usage of the device on (B)(6) 2023. The patient's grandmother reported that the dexcom cgm device was not working during the event, and that an error message was shown, but it was not remembered what type of error message this was. On (B)(6) 2023, the patient experienced vomiting and could not eat, and a finger stick was taken. The blood glucose reading was 450 mg/dl, no treatment was documented from that time. It was stated that the patient was sick for 5 days, presumably from the hyperglycemic event but this could not be confirmed. The patient did not go to the hospital, but was eventually prescribed zofran 4mg and compro 25 mg. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).